Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to expired life expectancy of cr board, the supply pressure sensor does not work properly. Poor contact of cr board. Led on the control panel does not light up. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the low or no power could be due to the component failure of the cr board sensors and contacts. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had no or low power. Occasionally, the equipment will switch off, when the cylinder is closed or exhausted. The issue occurred, during inspection for use. There were no reports of patient involvement.